Manufacturer narrative:
The reported ventilator inoperative error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in patient use. During the evaluation of the device at the third-party service center, a ventilator inoperative error code was found in the ventilator's downloaded error log. Evt_mach_flow_drift_high means the machine flow sensor drifted above the specification (>0.2lpm). The machine flow sensor was replaced to address the issue.